Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed conductor coils 378 millimeters (mm) from the terminal pin, along with a surface cut in the insulation. There was also a cut noted in the suture sleeve. Bodily fluid was noted in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass stylet insertion testing 760 mm from the terminal pin, noted to most likely be due to body fluid infiltration. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and was found to be dislodged. A lead revision was performed and the lead was explanted and replaced. It was noted that the patient's anatomy resulted in difficult lv lead placement with good capture. No adverse patient effects were reported. The lead will be returned for further evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.